Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 589 mg/dl. Her blood glucose level was still going up. The customer treated her blood glucose level with syringes. The insulin pump alarmed no delivery. The high pressure test passed. She was thirsty and had a headache. The infusion set was changed 4 times. The no delivery alarm was resolved by changing the complete set. The device was not returned.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.